Event description:
It was reported to philips that intermittently the wired foot switch could not emit x-ray.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the non-emergency treatment was completed as planned by re-engaging the footswitch. During onsite visit, the field service engineer (fse) identified that a broken wired footswitch cable caused the fluoroscopy failure. To resolve this issue, the fse replaced the wired footswitch and returned to philips for further analysis. The analysis identified that the anti-slip material was missing, and the bracket was loose. After replacement, the system was returned to use in good working order. This issue cannot be linked to any existing fsca. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system by re-engaging the footswitch., is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.